Manufacturer narrative:
Continuation of medical devices: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 18-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that a manufacturer¿s representative (rep) told him that there was an issue with one of the wires in his back. The patient reported that when he got to the hospital for battery replacement, he had the ins shut off and then the rep ¿sent a signal¿ through it and had it all hooked up. The patient reported that he didn¿t know if the wire issue was resolved. The patient reported that they told him as long as he was getting enough stimulation and it was working, he shouldn¿t worry about the issue with the wire. The patient reported that they wanted to avoid a surgery to replace the wire if they could. Additional information was received from the patient on (B)(6) 2018. The patient reported that ¿if he doesn¿t¿ get enough relief¿ from his current implant, the healthcare provider (hcp) would take out the old wiring and put new wiring in. No further complications were reported.